Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple was jamming.

Event description:
The staple was jamming.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. From the pictures attached was unable to be confirmed failure mode reported as "misfire/jamming - staples not firing". However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective acti ons. P/n 528235 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) staplers were taken from the current production from p/n 528435 deroyal surgimate 35w 24/ case lot# 73l2101075 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "misfire/jamming - staples not firing" could not be confirmed with picture attached, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Failure mode "misfire/jamming - staples not firing" could not be confirmed with picture attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions.